Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:a 65-year-old male with postcardiotomy cardiogenic shock (pccs), consistent with scai shock stage e prior to support, was implanted with an impella 5.5 via right-sided direct surgical arterial access. During support, the device functioned as intended at p-3, providing flows of approximately 1.9 l/min, with d5w sodium bicarbonate utilized as the purge solution. The patient was receiving anticoagulation with heparin at 400 units/hour. On 05-jul-2026, during device explant, the physician removed the device through the subclavicularly tunneled graft. After the device was removed from the body, the patient developed profuse bleeding, prompting a code blue and resuscitation per acls protocol. The physician reopened the chest and identified complete separation of the graft from the aorta, leaving the aortotomy open and actively bleeding. Surgical repair of the bleeding site at the graft anastomosis was performed, and hemostasis was achieved surgically. The patient received massive transfusion support, including 5 units of packed red blood cells, 2 units of platelets, and 1 unit of fresh frozen plasma, was intubated for airway protection, and the chest was packed and left open. The introducer was reported to have been peeled away outside the body. The patient survived the explant procedure. The reported access-site bleeding occurred during explant and was associated with separation of the graft from the aorta at the graft anastomosis. It is unknown whether recommended best practices for explant management were followed to mitigate the risk of bleeding or if excessive force was used during explant. The anticoagulant therapy may have contributed to the massive bleed. The arrest was likely due to rapid blood loss however patient¿s underlying critical condition may also have contributed as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.